Manufacturer narrative:
The received device was evaluated and found the exposed portion of the soft cannula to be flattened. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 26.9 mmol/l (484.2 mg/dl). The pod was worn between 5 and 24 hours on the abdomen. Hyperglycemia treated with pen correction and a new pod.